Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the mini drawer tray failed to stay closed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no issues were found. A field service engineer logged into the application, which neither the pharmacy technician nor the crna had been able to access. Fse was not able to duplicate error. All pockets in the mini drawer within the hardware test application were tested. The pharmacy technician completed inventory, refill, and audit procedures, including several rows that had caused issues the previous day. No errors have been observed since the intervention. The system functioned as intended after the field service engineer tested the device.